Event description:
It was reported that the patients ipg was not lying flat in the pocket, and would cause charging difficulty and discomfort as it would occasionally get caught on hardback chairs. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively and the explanted device was kept by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred summer of 2021.